Event description:
Purchased contact lenses from ezcontacts. The ship date of the lenses was 7-19-24. However, the lenses expired 6-1-24. This is problematic as expired lenses could lead to deleterious eye conditions. This is unacceptable.